Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that the tilt actuator has been on back order for his chair for about two weeks, stating the tilt not functioning was an issue for him due to pressure.